Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to perform preventative maintenance (pm) on the system and perform the em portion, in the application, the system displayed "localizer faulted." The manufacturer representative (rep) reported another emitter was brought in for further troubleshooting with no change. They also reported the camera clip was damaged on the system. There was no patient involvement. The rep went into the diagnostics within the application and they reported system faults: transmit coil current 3, 4, 5 and 10.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product ID 9735811; product type: 2543-mnav - system; h3: a medtronic representative went to the site to test the equipment. Testing revealed that the clip and camera were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned camera and the issue was confirmed. When connected to the lat station, the returned controller faulted approximately 20 seconds after power-up. The controller was then connected to the emtest, where a tcurrt fault was displayed on 4 of the 12 coils. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.